Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose level of 502 mg/dl. The customer stated that prior to the event, she had been having high blood glucose levels and chest pains. The customer also stated that she uses an mmt-397 infusion set and that she has had some bent cannulas before. The programming was correct, troubleshooting was performed, and the insulin pump passed the fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.